Event description:
It was reported that the patient had passed away due to sudep in 2014. The manufacturer's programming database showed that the patient's device was last known to be interrogated on (B)(6) 2014, so it is likely that the patient passed away after that date. There was no allegation against the vns with regards to this patient's death. No further relevant information has been received to date.

Event description:
It was reported that the patient's death was unrelated to the vns. No further relevant information has been received to date. The suspect product has not been received to date.